Event description:
It was reported that the IV was leaking where the extension tubing connects to the microclave. Upon investigation, it was noted that the male portion of the extension tubing had been degraded and cracked which resulted in the leak. The extension tubing was replaced, and no further leaks were noted. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of degradation and cracking can be confirmed. The probable cause is due to mishandling of the product during use. No lot number was provided so a device history review could not be completed.